Event description:
The customer reported diluent leaked from the white blood cell (wbc) bath of the coulter lh 780 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the white blood cell (wbc) bath pressure/vacuum line tubing was disconnected from the fitting. The fse reattached the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).